Manufacturer narrative:
Model number/catalog number: sc-8336-70, serial number: (B)(4), batch/lot number: (B)(4), model/catalog description: coveredge 32 surgical lead kit 70 cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient had an infection at the incision site following an implant procedure. Symptoms of fever and upper respiratory infection were noted. The patient underwent an explant procedure. No device malfunction was suspected.